Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could hear beeping from their device. On interrogation it was found that the right ventricular (rv) lead had high rv coil and superior vena cava (svc) coil impedances. The threshold in rv pacing through the rvtip-to-rvcoil vector could not demonstrate capture. It was perceived to be an rv coil fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.